Event description:
Pt was found at approx 12:15am by cna and orientee, laying on the side, on the floor next to the bed with the head in waste recepticle. Pt had a bed alarm and 2, 1/2 siderails. 1 siderail down when staff found pt and light on over door and at nurse's station, but no sound emitting from bed alarm.